Manufacturer narrative:
Npb will try and obtain further information. A follow up MDR will be sent to FDA, should further information becomes available.

Event description:
Received information alleging that device failed to alarm while in patient use. Device has not been evaluated by nellcor puritan bennett.